Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v043759, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: v043759, ubd: 28-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient complained that stimulation tends to feel like it goes off and on. The rep checked prime battery, no eri noted. Rep checked impedances and electrode #1 was showing over impedances. All other electrodes were okay. No cause found for the electrodes that was over. Rep reprogrammed patient's stimulator and made sure the 1 contact was off. Patient getting good coverage with the new programming and it was covering the areas of pain. Issue resolved at this time.